Manufacturer narrative:
Event date is estimated. A patient experiencing pain at the ipg site was reported to abbott. The patient had lost weight since implantation. The issue was resolved with a revision where the ipg was relocated from the right side to the left side flank. Therapy was still effective and there were no complications. The device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.

Event description:
It was reported that the patient was experiencing pain at the scs ipg site. Surgical intervention was undertaken on (B)(6) 2023, where the patient's ipg was repositioned from right side to left side flank.